Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that, customer reported that, an alarm was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. No harm requiring medical intervention was reported. Troubleshooting was performed and customer able to clear the alarm and rewind the pump. It was unknown that, customer will discontinue use of the device or not. The insulin pump will be returned for the analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Customer returned insulin pump for alleged insulin pump error found on (B)(6) 2022. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected insulin pump error noted during testing. Successfully downloaded history files and traces using thump. Insulin pump error was found in the insulin pump history on september 23, 2022 at 09:58. Insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic stack. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, and label damage (faded). In summary, customer's alleged insulin pump error was not observed during analysis. Insulin pump error not confirmed. Cosmetic damage was noted. Customer returned insulin pump for alleged insulin pump error found on september 23, 2022. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected insulin pump error noted during testing. Successfully downloaded history files and traces using thump. Insulin pump error was found in the insulin pump history on september 23, 2022 at 09:58. Insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic stack. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, and label damage (faded). In summary, customer's alleged insulin pump error was not observed during analysis. Insulin pump error not confirmed. Cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.